Event description:
Information was subsequently received that all recommended testing was performed. No noise was induced. Ts confirmed the increase in impedance measurements was gradual. As there was a gradual impedance increase with a change in threshold measurements, fibrosis was suspected. It was indicated the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that high out of range pacing impedance and high pacing threshold measurements were observed on this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. Boston scientific technical services (ts) discussed the issue and suggested measures to further evaluate the system. The ICD and ra lead remain in service. No adverse patient effects were reported. Additional information received indicating that all other measurements were with in range. No revision procedure was done, patient will be monitored. The patient was scheduled for a provocation test on a later date.